Event description:
It was reported that there were coupling and communication issues. The recharged would not communicate with the device. It had been 4-5 weeks since the last recharging. A physician mode recharge was performed and within 5 minutes the implant switched to a normal recharge session. A power on reset condition was reported. It was later reported that the patient's battery was at 95 percent and that everything was fine.

Manufacturer narrative:
Concomitant medical products: product ID 8590-9, lot# n305918, implanted: (B)(6) 2012. Product type: accessory: product ID 8590-9, lot# n305934, implanted: (B)(6) 2012. Product type: accessory: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 355531, lot# n318128. Product type: screening device. (B)(4).